Manufacturer narrative:
(B)(6).

Event description:
The international philips field service engineer (fse) reported a ventilator experienced a main (primary) alarm. Additionally, a turbine controller board speaker malfunction was also reported. Patient involvement at the time of the event is currently unknown but has been requested. No patient or user harm was reported. The device was evaluated by a field service engineer (fse) who confirmed the reported issue. Further information is pending.

Manufacturer narrative:
The philips international field service engineer (fse) replaced the speaker assembly. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.